Event description:
A patient slid out of the lift chair, but was caught by a care assistant before hitting the floor. Injury was not sustained by either patient or care assistant. One person involved.